Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported following the replacement of the ipg the ipg was having issues communicating with external devices. Troubleshooting was attempted by company representatives to no avail. Surgical intervention may take place at a later date.